Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent primary breast augmentation with an unspecified mentor saline textured breast prosthesis, suffered left breast implant deflation, post-procedure. The deflation was diagnosed via physical examination and was also confirmed via mammography on (B)(6) 2020. As a result, the patient underwent bilateral removal and replacement with the following devices on (B)(6) 2020: (left) 490cc mentor memorygel breast implant catalog: shpx490 lot: 9488341 sn: (B)(4) and (right) 490cc mentor memorygel breast implant catalog: shpx490 lot: 9488341 sn: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab received the device for evaluation. On (B)(6) 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the device, no apparent damage was observed. Leak testing was performed, according to mentor procedure, and it revealed a tear measuring approximately 0.2 cm within a siltex cracking area on the posterior view. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).